Event description:
Caller reported discrepant high troponin (tni) results on the triage cardiac panel compared to the lab analyzer. A (B)(6) male patient presented with chest pain in the emergency department (ed). Whole blood edta sample was taken at 0854. Patient was discharged after one day. Final charge diagnosis was not provided. No invasive procedures were performed. No other patient information provided.

Manufacturer narrative:
Investigation pending.